Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that tear in the connection between the funnel and shaft of the foley catheter. The following information was provided by the facility on 18 may, during a position change, a noise was heard and upon review, the following part of the urinary catheter had been cut off while the tape was still in place. It appears that they were careful not to apply tension.

Event description:
It was reported that tear in the connection between the funnel and shaft of the foley catheter. The following information was provided by the facility on 18may, during a position change, a noise was heard and upon review, the following part of the urinary catheter had been cut off while the tape was still in place. It appears that they were careful not to apply tension.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo sample shows the overview of the catheter. The second and third photo shows the catheter was broken into two pieces. The fourth photo shows the inflation valve and drainage funnel. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the returned sample noted the catheter was broken into two pieces at the shaft and the bifurcation. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.